Manufacturer narrative:
The baxter technician replaced the emergency stop button. Likorall overhead lift is a stationary lift mounted in a rail system. The rail system can be built straight, with or without curves, as a traverse system and also as a room-to-room system. Likorall overhead lift is intended for use in lifting and transferring patients, for example, from bed to a wheelchair, to or from the floor, for visits to the toilet, for gait, standing and balance training, when weighing the patient and when lifting the patient with a stretcher. Although there was no adverse event reported, a report of a emergency stop function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
The customer requested repair for a faulty likorall 200 lift. Upon inspection, the baxter technician found the emergency stop button was broken. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.